Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Product was not returned for review. Based on clinical description, pump was pulled back across valve inadvertently by physician, the root cause of positioning issue was most likely use related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient had an attempted impella cp implant however, once the impella was in the left ventricle it would not move freely. The doctor attempted to reposition the pump, but ended up pulling the pump out of the left ventricle. The doctor said the pump was not tracking well over the wire and elected to replace the pump. The was no reported patient harm.